Manufacturer narrative:
Initial.

Event description:
It was reported that a user observed leakage while filling a cartridge and then switched to a new cartridge, after which use continued without issue, consistent with a device leak/splash associated with the reservoir component. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with leakage at a seal, aligning with a reservoir-related issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.